Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had high blood glucose. The customer's blood glucose was 288 mg/dl and blood glucose was 540 mg/dl at the time of call. It was reported that they received multiple insulin flow blocked alarms over several sets and insulin was exited at quick release. The customer treated high blood glucose with basal. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump passed the displacement test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display anomaly due to corroded battery tube assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unable to verify no delivery alarm due to blank display anomaly. Device received with moisture damage noted on motor. Device received with cracked retainer, minor scratched display window and scratched case.